Event description:
Caller reported a malfunction on the pump, which was indicated by a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if the malfunction code appears again.